Event description:
Customer reported that his current pump had a crack along the battery cap, which exposed the internal mechanisms to dust and moisture. The pump's warranty expired in 2005, so it could not be repaired or replaced. There was no adverse impact to the customer's blood glucose level. No additional actions were taken since the complaint was documented for record-keeping, and no follow-up was requested.